Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation results confirmed the main switch was an older version. Since the product was manufactured prior to a design change of the power switch, it is likely the power switch was damaged due to the amount of operating force applied to the power switch and the number of times exceeding the expected value. A design change has since been made to prevent reoccurrence.

Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center confirmed the user request "the power button white plastic inside the neon green has broken away." The front panel was found to be damaged and the main switch was broken. The device was repaired and returned to the customer. A supplemental will be submitted if additional information becomes available following investigation.

Event description:
The customer contacted olympus to report a device malfunction regarding the power button; the white plastic inside the neon green had broken away. The customer found the issue during preparation for use. The procedure was completed with the same device without a procedural delay. No devices were replaced during the procedure. There was no consequence or impact to the patient.